Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overinfused buretrol to a patient during therapy (programmed amount and delivery rate unknown). The reporter stated that the volume the pump displayed as administered was different than the actual amount administered. Additionally, it was mentioned that the discrepancies between the programmed amount and actual amount become larger as the rate of the programmed infusion is increased. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported over infusion. Baxter is working with the facility to mitigate the reported problem.